Manufacturer narrative:
(B)(4). Additional information: the reported problem was confirmed through the event history log review, which was performed on (B)(6) 2013. The cause was determined to be a false empty detected and the initial drain alarm setting being inappropriately programmed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns that "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill". This can result in an increased intraperitoneal volume (iipv) situation. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The evaluation was completed, but the investigation is still not complete. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Event description:
The customer contacted baxter?s technical service center to report high drain 101 on the homechoice (hc) machine after use. The therapy log was documented and then lost due to siebel error. The baxter technical service representative (tsr) tried calling the home patient (hp) back and got no answer. The hc was being swapped. The drain volume equaled 4834ml in drain 1 of 5. The hp stated that he normally drained prior to starting therapy. Last night the hp did not and the initial drain alarm was set at 0ml. The initial drain volume equaled 1000ml. The hp stated that he had no symptoms of iipv and no alarms. The hp would notify the peritoneal dialysis registered nurse (pdrn) of the high drain alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.